Manufacturer narrative:
As received, a partial connector portion of the lead was returned in one piece. Visual examination found the lead was bent and insulation was damaged at the proximal region. Examinations found fractured inner coil and ring electrode cable in this region of the lead. A scanning electron microscope evaluation verified all filars of the inner coil were fractured. The reported event of high pacing impedance, high capture threshold, and insulation damage were confirmed.the cause of the reported events is due to the fractured inner coil and ring electrode cable due to bending.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a follow-up in clinic, an increase in capture threshold and pacing lead impedance were noted on the left ventricular (lv) lead. During the lead revision, the lv lead was noted to have insulation damage. The lead was explanted and replaced to resolve the event. The patient was stable with no consequences.